Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for non-obstructive urinary retention, urge incontinence. Patient mentioned constipation and that she was out of it. Additional information reported 2 days later indicated that the patient was not feeling well. Five days later patient was in the hospital current because she has an infection. Patient stated that her doctor was going to be removing her leads as soon as the infection goes down. There were no further complications reported at this time.